Event description:
It was reported that a revision surgery was conducted to remove the implantable stimulator as the patient had contracted an infection.

Manufacturer narrative:
The physician's manual/instructions for use indicate that in randomized and non-randomized clinical studies involving 493 patients using the model spf-4, twenty-two adverse events (4%) were reported; of which 5 were for reported infection.